Event description:
Took out a tritanium hemispherical cup with head, liner, and screw. The cup protruded through the acetabulum.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown tritanium cluster cup.an evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested, but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4).